Event description:
It was reported, the fabric foundation of the unit was burned by an internal component.

Manufacturer narrative:
It was reported, the fabric foundation of the unit was burned by an internal component. Upon examination, a broken thermostat terminal was discovered to be the source of a 1/4" burn hole in the pad. Evidence suggests that the pad had been misused causing the failure. A CAPA project (B)(4) is underway to improve the thermostat terminal.